Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple button alarms. Customer stated that there was nothing pressing up against the button to trigger the alarms. In addition, it was reported that the customer received a malfunction alarm and the pump stopped all insulin deliveries. During troubleshooting with tandem technical support the pump was reset, however, the touchscreen would not turn back on. Customer's blood glucose level was not impacted. Reportedly, customer has back up shots for continued insulin therapy.